Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. Customer's blood glucose level was 600 mg/dl. Customer administered a correction injection via manual injection to address elevated bg. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet and takes longer to charge. Customer¿s blood glucose value was 450 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.